Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the tubing of the cassette was sectioned at the top. The patient observed this 8 hours after changing the cassette because the bag was wet (a leak was observed). No patient injury was reported.